Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels ranging from 50-60 (mg/dl). Reportedly, the contact had programmed the customer's carbohydrate ratio settings incorrectly. Candy was consumed to treat bg recommendation was made to consult with healthcare provider regarding diabetes management.